Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: please explain what is meant by misfire. Did the device staple and cut at all? If so, how far? Was the conversion to open a result of the issue experienced with device or were there other contributing factors? What is the current patient status? It the device available for analysis? The patient had a very deep pelvis that made the laparoscopic mobilization and ability to expose the rectosigmoid difficult. With that and the misfire of the device, it was decided to convert the procedure to and open one. I do not have any further information to add. (B)(4).

Event description:
User facility medwatch # (B)(4).